Event description:
The pt reportedly was concerned that this pump was not calculating enough insulin for boluses and had a 600 mg/dl blood glucose result. The pt claimed he did not exhibit any symptoms and did not receive any medical intervention.

Manufacturer narrative:
The animas rep reviewed the pump settings and confirmed that the calculations were correct. The pt was advised to contact the hcp regarding the pump settings. The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.